Manufacturer narrative:
Findings: unit passed the displacement test, rewind and basic occlusion test. Unit was unable to prime during prime test due to faulty sensor resistor. Unable to perform the occlusion test and excessive no delivery or test for air bubble anomaly test due to prime/fill anomaly. The motor was tested outside of the device and passed. Unit had a minor scratched display window.

Event description:
A customer reported via phone call indicating that they found air bubbles in their reservoir compartment of their insulin pump. The patient's blood glucose level was unknown. The customer stated that they had experienced ketones. The customer stated that they had bled through the tubing several times in the past. The customer stated that the air bubbles were very large and does not feel safe with the insulin pump. The customer was assisted with trouble shooting and was advised that the reservoir and infusion sets needed to be changed. The customer will send the current sets back for analysis. The customer was sent new reservoir and infusion sets. The customer was reminded to always keep insulin in room temperature to prevent any issues with air bubbles.